Event description:
The reservoir did not work during implantation.

Manufacturer narrative:
No fluid could initially pass from the inlet connector into the reservoir. After applying a large amount of ressure with a syringe, a small amount of fluid was able to flow through the inlet connector into the reservoir. Dissection of the reservoir showed that the retention valve was partially open. A review of the manufacturing records was not possible as not lot number was provided.